Event description:
It was reported the patient experienced a loss of therapy due to ipg battery depleting. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
The event of ipg explant/replacement due to ipg becoming inoperable was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.